Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (won't power on) was confirmed. As received the monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it would not power on.